Manufacturer narrative:
The actual device used has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and product release decision control sheets. A review of complaint files confirmed that there were no similar reports in the past two years. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [(B)(4).pdf] h3 other text : device not returned to manufacturer

Event description:
Per the attached user facility medwatch report # (B)(4), which was received from the FDA on january 29th, 2016, the event is described as follows: "when the catheter was being removed, a 1.5cm segment appears to have sheared off at the distal tip." Additional information was obtained on 02/02/2016: the piece of the catheter that sheared off was not removed from the patient. Once they went back and looked, the segment was stuck between two stents so it was decided to leave the segment in the patient; the procedure was completed successful; and it was reported the patient is doing good with no symptoms.

Manufacturer narrative:
As stated in section b5, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2016-00023 to provide an update on the status of this report. The actual device has not been received by the manufacturing facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2016-00023 to provide an update on the status of this report.